Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort due to lead migration. As a result, the lead was explanted. The patients postoperative status was described as stable. The explanted lead will not be returned for evaluation, as it was discarded by the facility.

Manufacturer narrative:
The device was not returned to boston scientific for analysis. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. A labeling review did not reveal any anomalies as it states: "lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief." And "persistent pain at the ipg or lead site." Are known risks with the use of spinal cord stimulation (scs). Therefore, in the absence of device return and analysis, the reported event is considered consistent with a known inherent risk of the device. Block b3: exact date unknown, event likely occurred the first week in january 2026.

Manufacturer narrative:
Block b3: exact date unknown, event likely occurred the first week in (B)(6) 2026.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort due to lead migration. As a result, the lead was explanted. The patients postoperative status was described as stable. The explanted lead will not be returned for evaluation, as it was discarded by the facility.